Event description:
The product was returned for svc. Upon eval, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon eval, corrosion was discovered on the motor, bearing, and press plug. Corrosion on such components can lead to an intermittent electrical connection, which can result in the device running without user activation.